Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2017 getinge became aware about customer allegation related to end cap and silver metal cap which fell off from the modutec device. There is no information about patient involvement, however we decided to report this case in abundance of caution as any parts falling down into sterile field might led to contamination. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It appeared that the issue reported under 9710055-2020-00039 report number is a duplicate of the issue reported under 9710055-2020-00040. Therefore, the issue is evaluated under 9710055-2020-00040.

Event description:
Manufacturer's reference numer (B)(4).